Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's time and date were incorrect on their pump. The customer reported an elevated blood glucose level of 330 (mg/dl) and delivered a pump bolus. During troubleshooting with tandem technical support, a review of the pump history showed that the customer never adjusted the date and time when they initially received their pump. Customer was reminded that date and time settings need to be adjusted if a replacement pump is received. Customer acknowledged.